Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported by the rep that there was an overdischarge on (B)(6) 2015. The patient had been unable to charge the implantable neurostimulator (ins). They had been on a weekly basis and lately they were noticing an earlier depletion. The coverage was excellent prior to overdischarge. It was noted that no diagnostics/troubleshooting were able to be performed at consult date (B)(6) 2015. There was a planned ins replacement with a non-rechargeable as an intervention taken to resolve the issue. The surgical intervention had not been scheduled. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Additional relevant medical history: chronic low back pain.